Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was going to the bathroom a lot and that they needed to urinate when running the faucet. The caller also indicated that the patient had a big lump on the incision area and it was hard to get the meter on the implant because of the bump which was getting progressively bigger for the last year. However , it was not painful. At the time of the call stimulation was confirmed to be turned on and set to 4.6 on program 2 and the patient was feeling stimulation. The patient noted that they had been falling a lot since the beginning of the year; however, this did not appear to be causing a problem with the implant as the patient confirmed feeling stimulation. The patient was advised to consult with their healthcare provider (hcp) regarding their reported symptoms. The patient status is unknown at the time of this report and there did not appear to be a device malfunction. Follow-up with the patient determined that after a fall the device had shifted down and no actions had been taken at the time of this report. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that they have had many falls this year and did not know if the fall affected the device or not, just that they were having problems. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.